Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this patient presented to the emergency room reporting shocks had been received while driving. The patient has a history of atrial fibrillation. This rhythm initiated in a programmed monitor only zone, then increased to a ventricular tachycardia (vt) zone where atp and shock therapies were delivered. Shock therapies were exhausted within the episode. Technical services discussed the probability of a supraventricular tachycardia (svt) and device programming recommendations. To date, no adverse patient effects were reported with this clinical observation.